Event description:
During the deployment of an ivc filter, the filter did not open fully. It migrated up the inferior vena cava to the right atrium and then the tricuspid valve. A snare was placed around the filter and [it was] successfully retrieved.